Manufacturer narrative:
This report was amended to update international medical device regulators forum (imdrf) codes. Incomplete coding of this event was identified during a retrospective review of complaints associated with CAPA-8580, which focused on identifying and remediating incomplete coding of events. Added patent code e2131. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies outside of explant damage including cuts in the outer insulation. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the high pacing threshold and decreased pacing impedance measurements that were observed while the lead was implanted. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. A risk review was completed and confirmed that the event of high capture threshold was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review.

Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing thresholds. X-ray showed normal lead position so a possible micro dislodgment was suspected. In addition, the impedance dropped to the mid 200 ohms range and the patient felt stimulation on his left side and possibly felt some around device. This lead was explanted and will be returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
The return of the product was requested. If the product is returned, product investigation will be performed, and - complaint would be updated upon analysis completion.

Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing thresholds. X-ray showed normal lead position so a possible micro dislodgment was suspected. In addition, the impedance dropped to the mid 200 range. This lead was explanted and will be returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
This report was amended to update international medical device regulators forum (imdrf) codes. Incomplete coding of this event was identified during a retrospective review of complaints associated with CAPA-8580, which focused on identifying and remediating incomplete coding of events. Added patent code e2131. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies outside of explant damage including cuts in the outer insulation. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the high pacing threshold and decreased pacing impedance measurements that were observed while the lead was implanted.

Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing thresholds. X-ray showed normal lead position so a possible micro dislodgment was suspected. In addition, the impedance dropped to the mid 200 ohms range and the patient felt stimulation on his left side and possibly felt some around the device. This lead was explanted and will be returned for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing thresholds. X-ray showed normal lead position so a possible micro dislodgment was suspected. In addition, the impedance dropped to the mid 200 range. This lead was explanted and will be returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
The return of the product was requested. If the product is returned, product investigation will be performed, and - complaint would be updated upon analysis completion. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The known inherent risk conclusion code was selected based on analysis evidence or field report which indicates an issue covered by the instructions for use (IFU) - and therefore is deemed a known inherent risk of the device.